Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the device motor and control unit were faulty. The device exceeded the expected temperature, rotational speed and noise test. The device was replaced and sent to the customer on (B)(4) 2013.

Event description:
Device was returned for repair. During repair, technician found the motor and control system were faulty. This is report 1 of 1 for #(B)(4).